Manufacturer narrative:
Device is a combination product. E1 initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.:a 2.50 x 28 mm promus element, mr stent delivery system was returned for analysis without the manifold. A visual examination of the stent found evidence of stent damage, with struts lifted on the 8th and 9th distal strut row. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 18mm proximal to the distal end of the strain relief. The manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mmx2.5-3.0mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable. It was further reported that the shaft broke outside the patient and was intact during removal.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28mmx2.5-3.0mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, during withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.